Manufacturer narrative:
(B)(4)

Event description:
It was reported that when a patient presented in-clinic, episodes of non-sustained rv oversensing due to crosstalk were observed. Programming changes were made. The device remains implanted. The patient was stable.

Event description:
New info received indicates that the patient was non-pacemaker dependent. The patient was unaffected by the episodes.